Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that the pt underwent a total right hip replacement surgery on (B)(6), 2006. It was further alleged that, "the pt is experiencing problems from the system."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.